Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after the activation there was partial section of the mucosa in absence of staples. One staple was noticed with rectoscopy and two staples with CT scan. The problem was solved with manual suture. Injuries to the patient. Extension of the surgery time by more than 30 minutes, blood loss of more than 250cc and extension of the hospital stay. Current health conditions: fairly good. Due to the notified problem, the ongoing procedure was interrupted (stopped), tissue was hand sutured and the new surgery had to be postponed. There was not a staple line. Customers referred that the staples were not applied. However stapler did not have staples inside after activation and did not contain resected tissue.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record for the instrument indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.